Event description:
Upon initiation of therapy the iab was removed due to balloon line block alarm. Once removed the iab was noted to manually inflate but would not deflate. Another iab was inserted and case continued successfully.